Event description:
It was reported that (1) device was used during a coronary artery bypass graft. It was reported by the rep that the al326 clips were performed and never opened to clamp the vessel. This device was being used to ligate the saphenous vein during the case. There was no consequence to the pt.